Event description:
Patient reported malfunctioned cassette. Patient changed cassette last night. (B)(6) 2022, pump started beeping. Would not stop until a different cassette was put in. Pump was fine after a new cassette used. Patient uses premix IV remodulin via cadd legacy pump. Did the reported product fault occur while in use with a patient? Yes, did the product issue cause or contribute to patient or clinical injury? No is the cassette available to be returned for investigation? No what is the outcome of the event? Resolved lot number: unknown. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No, if yes, was any medical intervention provided? Is the actual cassette available for investigation? No, did we replace the cassette? Yes, did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, if no, what was the patient instructed to do in able to continue their infusion? Is the infusion life sustaining? Yes, what is the outcome of the event? Resolved. Resolved? Yes, ongoing? Reported to cvs/caremark by: patient/caregiver.